Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Data log review indicates the 5s parameters as expected at the start of the case. Upon initiation of shockwave, 5s parameters immediately become consistent with a sensor break. The pump was investigated and the sensor was removed from the pump, revealing a broken sensor face. Based on the clinical description that ps was lost coinciding with the initiation of shockwave, the root cause of the optical signal issue is due to a damaged sensor as a result of interaction with shockwave. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient undergoing a high-risk percutaneous coronary intervention. It was reported that the impella cp lost placement signal after the use of the shockwave. There was no reported harm or injury to the patient.